Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During visual inspection the power cord was observed to be damaged. The f-38 alarm was identified during sample analysis and review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsrs and power cord were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient injury involved. No additional information is available.